Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with the monitor) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, esd700 was physically damaged on the distribution node pca. The cause for the test failure was damaged esd700 component. The root cause for the damaged esd700 component cannot be positively determined. No adverse event resulted from the defective electrode belt.